Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.0, lab: 2.9 (4 hours later). No signs of bleeding, bruising or clotting.

Manufacturer narrative:
Investigation pending.